Event description:
After using the enureflex bedwetting system, we tried to use the malem system. This device has a problem. It keeps on getting very hot under normal operation. Within minutes of battery being put inside it, the system starts warming up and the back casing gets hot like a metal rod. One cannot touch it. This has been the case with different batteries indicating a fault and defect in the design of the device. It is unimaginable that a child can use this device without getting hurt.